Event description:
Customer reported that pump randomly shut down. No additional information was received, and customer declined a follow-up. There was no reported impact to the customer¿s blood glucose level, and no further action was required.